Manufacturer narrative:
D10. Concomitant devices: 2552234, 142-32-00 - cocr fem head 32mm +0 offset 12/14, 3675931, 188-00-06 - wedge plasma s/o sz 6, 3845790, 180-01-50 - nv crown cup clstr hole 50mm group 1, these devices are used for treatment not diagnosis. There is no other information available. Pending investigation

Event description:
It was reported via legal documentation that a patient had a right total hip arthroplasty on (B)(6) 2016 and then approximately 6 years 3 months later on (B)(6) 2022 experienced a revision surgical procedure. Revision operative report of (B)(6) 2022-postop diagnosis: failed polyethylene liner, right total hip, intact acetabular and femoral components. Revised to exactech devices. Patient has asymmetric femoral head on radiographs with some osteolysis on proximal femur. The patient tolerated the procedure well; she was transferred to the recovery room in good condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."